Manufacturer narrative:
The field service engineer (fse) confirmed ultrasonics temperatures, voltages, all alignment offset adjustments, substrate delivery volume, and aspirate probe sub-system were within specifications. The fse noted the incubator belt to be extremely noisy and manual movement was difficult and erratic. The fse noted the incubator belt to be excessively tight and a calibration attempt failed. The fse loosened the incubator belt and performed calibration; it failed the second time. The fse replaced the incubator belt - also part of preventative maintenance (pm) - adjusted its tension, and completed a successful calibration. The issue was resolved. The fse completed the remainder of preventative maintenance. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, malfunction of the incubator belt (exhibited erratic motion and failed to properly calibrate) is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The affiliate stated the customer reported false positive troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. An initial result of 0.731 ng/ml (ug/l) was obtained and released out of the laboratory. The physician questioned the value and requested a reanalysis of the sample as the result did not correlate with an alternate test. The sample was reanalyzed in duplicate, on the same instrument, and generated lower results of 0.006 ng/ml (ug/l), which was issued to the physician. There was no report of patient injury or change in patient treatment associated with this event. No system errors were noted. The patient¿s sample was collected in a serum tube and analyzed from the primary tube. The sample was centrifuged at 3,050g (relative centrifugal force) for ten minutes, at 18 degrees celsius laboratory temperature. No sample issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.